Event description:
It was reported the videoscope exhibited broken distal end. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. E1/establishment name: (B)(6). Added here due to character limitation in respective field. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the curved pipe was damaged, suggesting it may have deformed due to external stress. However, no distinctive scratches were found on the surface, making it impossible to determine exactly what it became caught between. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.